Event description:
The pt is a 57 yr old white female who had a right mastectomy for breast cancer in 1969. In 1979, the pt had a right breast reconstruction with implant on 5/2/79 using a co non-fixation patch, 340cc implant. In 8/79, the implant was replaced due to rupture with another co's 350cc non-fixation implant & reduction of the left breast was done. Two yrs ago, the right implant became very hard & uncomfortable. She developed swelling in the right arm, right leg, right knee, & she was more sore on the right side of the body. A rheumatologist diagnosed her with arthritis in the right knee. In 6/91, she had a right upper lobe infiltrate that was diagnosed as pneumonia. She has headaches, numbness & tingling in the right arm, weakness in the right arm with difficulty holding objects. In the last 2 or 3 yrs, she has also developed a dry mouth. She was noted to have significant wasting of the right proximal musculature & weakness in the right upper extremity. The examination shows a class IV contracture on the right side. As a result of class IV contracture with pain in the chest, with pain in through the shoulder & arm associated with myalgias of the right side of the body, it is medically necessary to remove this implant.